Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump was unable to be delivered, and the axillary access site was not an option either. Therefore, the procedure was aborted due to patient vascular anatomy.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, due to patient condition. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.